Manufacturer narrative:
Service visit was declined. Radiology manager checked other units for correct collar assembly and were found to be ok. Product engineers answered questions to satisfaction of customer regarding potential of incorrect installation of collar. This issue was relayed on to suspension arm manufacturer, mcmahon medical inc.

Event description:
It was reported that this account has a ct9000 adv injector with a ceiling suspension system installed by (B)(6). The j-bow arm detached from the main suspension arm allowing the injector to fall. Minor injury was reported to a technician's thumb but is doing ok now.